Event description:
It was reported the patient was experiencing uncomfortable stimulation and abdominal pain following a new implant. A potential csf leak was suspected due to the stimulation reaching uncomfortable levels when electrodes 0-8 were at only 0.15 volts. The patient was admitted to the hospital. Impedances were checked and were >3600 ohms on electrodes 0-7. The impedances could not be run at a higher voltage due to it being very painful for the patient. It was unknown if palpating caused changes in stimulation as it was not attempted due to the patient discomfort. Potential causes being investigated were an open circuit/temporary high impedance, a wet tap causing pain at very low voltage settings, or pressure on a nerve root causing abdominal pain with stimulation on or off (pain worsened with stimulation on). Additional information indicated the patient was seen two days later and still had abdominal pain with the stimulation off. The device was left off. The patient was scheduled for a revision in five days to replace the lead.

Manufacturer narrative:
.